Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during the pre-use check. Evaluation of the provided log files confirms the reported issue and also confirms an error indicating turbine module failure. Our field service engineer has no further information on this problem as no services have been performed and no parts have been replaced. As no parts were replaced or returned for investigation, the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: (B)(4)

Event description:
It was reported that the ventilator failed pressure transducer test and the device logs contain a technical error code indicating a turbine module failure. There was no patient harm. Manufacturer¿s ref. #: (B)(4).